Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided pictures and product return identified that the outer sterile cavity has been damaged and there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Device history record (DHR) was reviewed and no discrepancies were found. These products were likely conforming when they left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. This reported event falls within the scope of a previous corrective action, the purpose of which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. Upon further investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided.

Event description:
Upon further investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00608. 0001825034 - 2020 - 00610. 0001825034 - 2020 - 00611.

Event description:
It was reported the warehouse circulated their stock items and identified sterile packages damaged. No hospitals or patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.